Event description:
It was reported that a pairing issue occurred. Perrformance data was reviewed. A pairing failure was found within the investigation window. The allegation was confirmed due to the finding of a transmitter failure the investigation window. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred for transmitter (B)(6). However, transmitter (B)(6)was provided for evaluation. An external visual inspection was performed and passed due to no damage. Voltage test was performed and failed due to 0 volt. Performance data was reviewed. A pairing issue was found within the investigation window. The allegation was confirmed due to the finding of a transmitter failure within the investigation window for transmitter (B)(6). The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.